Event description:
It was reported that the patient went to the emergency room (ER) with complaints of passing out and 4 second pauses noted at times. There was low r waves, high threshold and no capture at high output. During the case, the patient had a rhythm of 27-30 beats per min. It was noted there was relatively fast rise in threshold and lead could not be removed likely due to exit block. A new lead was added. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 407652 lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Weekly ventricular capture management trend data shows threshold increased from a minimum of approximately 0.75 volts the beginning of september 2014 up to 2.5 volts or greater by the end of (B)(4) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.